Event description:
It was reported that during incoming inspection, "the ploymer cips are not loading in the jaw properly. The alignment of the jaw of appliers became defective". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at (B)(4). Lot in september of 2020 from lot number 06g1990618. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. (B)(4) is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, "the polymer cips are not loading in the jaw properly. The alignment of the jaw of appliers became defective". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in september of 2020 from lot number 06g1990618. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the surgical device was non-functional due to a failure of the jaws to open and close properly. Upon inspection, it was determined that the internal drive rod was bent, which appears to be the root cause of the device malfunction. The deformation of the rod is likely interfering with normal mechanical movement, preventing the device from operating as intended. Also, the handle of the instrument was detached from the device. This issue underscores the critical importance of adhering to the manufacturer's guidelines and conducting regular maintenance to ensure the safety, reliability, and effectiveness of surgical instruments. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Tecomet suspects that improper lubrication contributed to the wear of the jaws and internal drive shaft of the surgical device from the end user's facility. Inadequate lubrication can lead to increased friction, wear, and potential failure of moving components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error at tecomet - kenosha. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that during incoming inspection, "the ploymer cips are not loading in the jaw properly. The alignment of the jaw of appliers became defective". No patient involvement.